Event description:
As per your nan alert on leaking syringes, we had one leak last week in 2016 while preparing multivitamins. Bd 60ml syringe lot #6165626 and expiration 06/2021. Attached is the pic, but unfortunately they did not save the syringe. We did report this to bd and medwatch as well per the nan alert. Thanks, (B)(6).